Event description:
2024-sep-29 mpxr 1228030 (con, rep): information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). Patient had scs trial for left leg pain. Patient started to complain about worsening pain 24-48 hours after trial started. We changed groups to target different areas and even turned of the stimulation for over 24 hours with no relief. Patient ended up going to ER over weekend to get trial leads removed, his pain was worse than before the trial. With stim or with stim off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.